Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that he experienced infusion set tubing damage to the infusion set line which occurred on (B)(6) 2024. The infusion set was in use for 6 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.